Event description:
It was reported that "blockage during catheter insertion and swg unraveled during removal. Clinical consequences: the medical staff was finally able to completely remove the device from the patient's artery." *several attempts were made to get additional information regarding the event; however, no information was received at the time of this report.

Manufacturer narrative:
(B)(4). The customer returned one guide wire and one 18 ga introducer needle for evaluation. Signs of use in the form of dried biomaterial were observed on the returned components. The guide wire was returned partially advanced through the needle cannula, and within its advancer tube. Visual inspection revealed the guide wire was separated into two segments, with the separation point occurring near the distal end. No significant kinks or bends was observed on the guide wire. Visual inspection of the needle cannula did not reveal any obvious defects or anomalies, although significant amounts of biomaterial were noted inside the cannula. Microscopic examination confirmed the damage. The nature of the damage is consistent with retracting the guide wire back upon the needle bevel during an attempted insertion. Both welds were present at the end of their respective fragments, and appeared full and spherical. The guide wire fragments measured 435mm and 20mm, totaling 353mm, which is within the specifications of 450-458mm per product drawing. The guide wire outer diameter measured 0.62mm which is within the specifications of 0.610-0.635mm per product drawing. Functional inspection could not be performed since the guide wire was stuck inside the needle cannula and could not be removed. A manual tug test confirmed both welds were intact. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with the kit warns the user , "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel." The report that the guide wire separated was confirmed through examination of the returned sample. The core and coil wires were broken near the distal end. The appearance of the separation points is consistent with damage resulting from retracting the guide wire back upon the needle bevel during use. The instructions for use (IFU) provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel." No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 1.1 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the difficult advancing the guide wire. Based on these circumstances , unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend forreports of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "blockage during catheter insertion and swg unraveled during removal. Clinical consequences: the medical staff was finally able to completely remove the device from the patient's artery.".